Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of above 600 mg/dl and they did allege insulin pump was under delivering. The customer was treated with manual injection. The customer was assisted with displacement and self test and it was passed. The customer stated that the drive support cap was normal. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The reservoir will not be returned for analysis.